Event description:
Information obtained indicating that the explanted generator was discarded.

Event description:
It was reported that the patient was in the hospital due to breaking their neck after a fall caused by a breakthrough seizure. As the patient was already previously referred for a battery replacement due to normal expected battery depletion, the surgeon decided to move the replacement up to help with better seizure control. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.